Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of "hemorrhage" and "seroma" were defined in the product risk documentation. These event types have been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this trial neurostimulator had dementia and a history of falling and lives in assisted living. The patient fell out of their recliner and hit their face on the floor. The patient was taken in an ambulance to the emergency room and was given a CT scan with their device still turned on. The patient had a hematoma on their head. The patient also had bleeding from their pocket site through their clothing. Seroma was visualized at the pocket site. Bandages were changed and the patient was sent home. The patient had a follow up appointment. The patient was not a good candidate for a lead removal due to all of their reported issues. The surgeon indicated wanting to attempt to salvage the trial. There were no additional patient complications. The patient was implanted with a device after a successful trial.

Event description:
It was reported that the patient with this neurostimulator had dementia and a history of falling and lives in assisted living. The patient fell out of their recliner and hit their face on the floor. The patient was taken in an ambulance to the emergency room and was given a CT scan with their device still turned on. The patient had a hematoma on their head. The patient also had bleeding from their pocket site through their clothing. Seroma was visualized at the pocket site. Bandages were changed and the patient was sent home. The patient had a follow up appointment. The patient was not a good candidate for a lead removal due to all of their reported issues. The surgeon indicated wanting to attempt to salvage the trial. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.